Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. Model lap top ventilator 1150 would briefly power on and would then completely shut down unexpectedly with a "ventilator inoperable" alarm. Bench testing revealed a faulty power board. The service technician replaced the power board and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator 1150 shut down while connected to a patient. The patient was removed from the unit, provided positive pressure ventilation via manual resuscitator and placed on a back up ventilator. The customer confirmed there was no patient harm associated with the reported event.